Event description:
"Permanent eye damage." Correspondence forwarded to company and subsequently to ocular sciences in the USA in 2004. Attorney states "severe and permanent injuries which have required, and will require further medical intervention as a result of a severely cut cornea from contact lenses that were not authorized for sale by facility." That last statement was rescinded by same source days later. No further contact from customer of attorney was offered.